Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 161 mg/dl. The customer received the motor error during the fill tubing process. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer didn't reported an e70 alarm. The customer is unable to look into the alarm history due to the pump can't get pass the rewind sequence because she keep receiving a motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.